Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, the probe tip on the thunderbeat handpiece broke off inside the patient. The broken tip was retrieved with graspers. The procedure was completed with another hand piece. There was no pt injury reported.

Manufacturer narrative:
The handpiece has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.